Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and correction. The device was returned to olympus for evaluation. And the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified, during the device evaluation: light transmission failed, cracks on side of the video connector, chipped cover glass and scratches on the distal edge. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the rigid video scope exhibited a green image. There was no report of patient harm or user injury associated with this event.

Event description:
It was reported that the rigid video scope exhibited a green image. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.